Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949-58 defib lead (B)(6) 2005; d224trk defibrillator (B)(6) 2010. (B)(4).

Manufacturer narrative:
Event summary: (B)(4) product ID# 419478 a proximal portion was received measuring 50 cm. A distal portion was received measuring 50 cm. The proximal conductor of the lead became extrinsically fractured due to melting, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was high defibrillator and superior vena cava (svc) impedances on the right ventricular (rv) lead. During the removal of the rv lead, the physician inadvertently nicked the left ventricular (lv) lead. Both rv and lv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was high defibrillator and superior vena cava (svc) impedances on the right ventricular (rv) lead. During the removal of the rv lead, the physician inadvertently nicked the left ventricular (lv) lead. Both rv and lv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.